Manufacturer narrative:
One used device was received for evaluation on 12/29/25. As received, one of the seals of the shuntless microcalve was observed to be stuck, no additional damage or anomalies were noted. No mating device was returned for evaluation. The set was primed and a leak from the damage shuntless microclave was noted, this was dissembled and spotty lubrication on spike and a significant damage at the top of the seal was noted. Complaint of leaks can be confirmed. The probable cause is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
An event involved a 7" (18cm) appx 0.37ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer reported that the y extension tubing was leaking at site of cap/tubing junction, so infusion transferred from that y port to other and tubing clamped. They changed the y extension at cannula hub without any difficulties. There was patient involvement and no patient harm.